Event description:
It was reported that the pt came in for his regular two week check-up on (B) (6)2010, and it was found that the device was set to 0 ma output. The pt's device was programmed back on to intended settings. Programming history was received and reviewed by the manufacturer. Upon review, it was noted that the pt's device was reset on (B) (6)2010, due to partial programming caused by interrupted communication. A final interrogation was not performed at 04/12/2010 visit to verify settings, so the reset was not caught before the pt left the office.

Manufacturer narrative:
Analysis of programming history.